Manufacturer narrative:
The date the device was returned to the manufacturer was reported as april 25, 2018 in the initial report and has been updated to may 17, 2018. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed the cutter insertion assessment and had worn out and damaged bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device had a cosmetic defective, damaged nose cone, damaged component - bearings, bearings fallen apart, missing balls and cage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.